Event description:
It was reported that during preparation of a convective radiofrequency water vapor thermal therapy procedure that the delivery device was observed to be past the expiration date. The patient had started nitrous and the procedure was cancelled. The customer reported to have had the deliver device a few months prior to the observed reported issue.

Event description:
It was reported that during preparation of a convective radiofrequency water vapor thermal therapy procedure that the delivery device was observed to be past the expiration date. The patient had started nitrous and the procedure was cancelled. The customer reported to have had the deliver device a few months prior to the observed reported issue.

Manufacturer narrative:
Correction: manufacturing site information. The eeprom data from the returned device was inspected to determine if there was a corruption that could cause the device to give an expiry error but no issues were found. A review of the device instructions for use did not reveal any evidence that the device had been misused, used off-label or the instructions had not been followed. Based on the investigations results, an evaluation conclusion code of no problem detected was assigned to this event.